Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen ((B)(4) worldwide incidents out of estimated (B)(6) procedures performed to date) is approximately (B)(6)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced altered sensation/numbness in right hand and arm 14 weeks post miradry treatment. Patient stated she has some loss of strength in her right hand but it resolved. Overall, the patient's symptoms improved by 17 weeks post-treatment.